Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cartridge compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cartridge compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the battery compartment is cracked from the threads to the finger pad. The battery cap was also found to be damaged. Unrelated to the complaint, investigation revealed that the display screen is dim and discolored.